Manufacturer narrative:
(B)(4). Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular dysfunction. The reported event cannot be confirmed since the device has not been returned evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. The device history record (DHR) review could not be performed as the device serial number is unknown. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that this (B)(6) year-old male patient with a bioprosthetic mitral valve, implanted for six (6) years, underwent redo-mvr due to increased gradients and stiffened leaflets. The patient was reported to be hospitalized and in stable condition.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Manufacturer narrative:
Customer report of stiffened leaflet was confirmed. Report of increased gradients was visually confirmed due to stenosis. X-ray demonstrated heavy calcification on all three leaflets, and wireform intact. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 3 at the inflow aspect and 8mm on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was moderate at the inflow and heavy at the outflow aspect. Host tissue fused leaflets 1 and 3 by approximately 2mm near commissure 1, and leaflets 2 and 3 by 4mm near commissure 3 at the outflow aspect. Calcification and host tissue caused the leaflets to become stiffened, and led to stenosis. Leaflet 2 had a hematoma at the outflow aspect. The sewing ring was cut around leaflet 1, and exposed the wireform near leaflet 1 at the inflow aspect. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.